Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
A few months ago a new patient had a known allergy to rifampicin antibiotic; however, a surgeon (unknown) still inserted a bactiseal ventricular catheter (which is impregnated with rifampicin and clindamicin) and subsequently the patient had an allergic reaction and the catheter was removed and disposed of. On (B)(4) 2015, per affiliate: "at the moment we don't have any products for return."